Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 15 mm. An echocardiogram confirmed moderate paravalvular leak (pvl) due to the low implant depth. A second transcatheter bioprosthetic valve was implanted, valve in valve, higher in the annulus. An echocardiogram confirmed that there was no longer any pvl. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).